Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guider distal tip was separated. The proximal side braided shaft at the separated end was not round but square shape. Additionally, the distal end of the shaft was lightly compressed. The guider proximal lumen was examined and it was found to be conforming to its visual inspection. No other anomalies were observed with the guider. Functional evaluation could not be performed due to the condition of the returned device. Device was returned to the manufacturer (boston scientific) for further analysis. Review of complaint unit showed that the distal tip, that is still attached to the catheter, was pinched and/or damaged during or prior to the procedure as the shape appeared to be more square than round. The cut was not clean indicating that the distal tip was reflowed properly. Based on the device analysis performed by the boston scientific, it was determined that the reported and observed detached tip is not related to a manufacturing process. The guide catheter distal shaft compressed/flattened and guide catheter distal square tip are likely related to the reported guide catheter tip broken/fractured because all of these issues occurred in close proximity to each other on the distal shaft. In addition, information available indicated that the device was confirmed to be in good condition prior to use. Based on the analysis and all available information, it was not possible to determine the cause for the reported issue and observed damages. Therefore, an assignable cause of undeterminable was assigned to this investigation.

Event description:
During the stenting procedure of sigmoid sinus the stent system was advanced into the subject device and resistance was encountered in the most tortuous section of the sinus. The stent was retracted and reinserted into the subject device against the friction, and was able to be deployed. It was reported that when the second stent system was navigated through the guide catheter physician noted a small fragment, which looked like the separated tip of the catheter, staying between the proximal end of the stent and the distal end of the guide catheter. The stent system was removed. A balloon catheter was advanced to the distal part of the fragment, and was inflated to prevent the fragment from moving. The physician attempted to remove the balloon and guide catheter along with the broken fragment as a whole unit; however, during the balloon deflation near the internal iliac vein, the fragment migrated to the lung. The physician was able to safely remove the fragment with a spider device and the procedure was completed without clinical consequence to the patient.